Manufacturer narrative:
Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg lot# 42344ud00.

Event description:
The customer reported a false positive architect total b-hcg result on a 36-yr old female patient that was reported out of the laboratory. Results provided: 28mar2023 sid (B)(6) = 474.00 miu/ml, repeated on 29mar2023 sid 124067 = < 1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result on a 36-yr old female patient that was reported out of the laboratory. Results provided: (B)(6) 2023 sid 1241709 = 474.00 miu/ml, repeated on (B)(6) 2023 sid 124067 = < 1.20 miu/ml. No impact to patient management was reported.